Manufacturer narrative:
H10: the device was received for evaluation. The device was not able to be tested for flow accuracy due to a constant reload set message that occurred. An event date was not provided, however review of the history log revealed two infusions programmed on the last day of customer use at a rate of 40 ml/hr and volume to be infused (vtbi): 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. No abnormalities were identified in the log that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was unable to be verified through testing. The device will be subject to all testing required of the service process, including flow rate accuracy, prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed accuracy test during testing in the biomedical service department. There was no patient involvement. No additional information is available.